Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a frozen display. The insulin pump had a blank display after inserting a battery. The insulin pump also had a constant tone. A new battery did not restore normal insulin pump function. The customer was sent a battery cap but it was still doing the same thing. Customer's blood glucose level was 6.1 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates. The pump functioned properly. No blank display, display anomaly, frozen screen, or unexpected audio/beep anomaly was noted during testing. No damage inside the pump was noted. The pump functioned properly during the functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.